Event description:
It was reported that a user attempted to pair a dexcom g7 sensor with the ilet pump, but no warmup countdown or glucose readings appeared on the pump and no sensor-related alerts were received; the user was guided to enter the sensor pairing code, and the pump was confirmed to enter sensor pairing mode. Symptoms included no clinical effects. Outcomes included no impact to health and no care escalation. Investigation included user education, verification of correct pairing steps, and confirmation that the pump entered pairing mode. Investigation of this case revealed a sensor pairing failure without identified responsible device, consistent with a connectivity or setup issue rather than a device malfunction of the pump. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or external pairing factors.